Event description:
The customer reported that during a whipple procedure, after the device was used to seal, oozing was noted. The device was being used with a force triad energy platform. The surgeon used another type of ligasure device and a ligasure 8 generator and oozing was again noted. The surgeon then used an ethicon harmonic scalpel and ethicon generator and oozing was again noted. Another ethicon harmonic scalpel was opened with oozing still noted after sealing was attempted. The amount of bleeding was described as normal for this type of procedure. The pt was described as being very sick, but was not injured during the procedure. The generators in use were tested at the site and were found to function normally. The units will not be returned for evaluation.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.